Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "retina re-detached" (detached retina). Product problem(s): "bubbles from the laser probe" (air leak). The surgeon reported that bubbles from the laser probe made the laser coagulation weaker. The retina re-detached and required another surgery on (B)(6) 2010. The customer re-used the probe. The probe was sterilized with eto prior to re-use. The probe is a single use device. The customer was notified regarding the potential risk of re-using a single use device.